Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that when the patient powers on her speech processor, there is a tic on her face. This started to happen three months ago. There is no issue with the processor.